Event description:
It was observed that during the device evaluation, the high flow insufflation unit's exhibited gas leakage from the secondary piping. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the gas leakage from the secondary piping occurred due to damaged on the electropneumatic proportional valve unit. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.